Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/13/2015 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and on underside of battery cap. Black box shows no evidence of a "load/step" malfunction. During investigation, primed cartridge to 100 units. Performed ¿rewind then load¿, piston stopped at 100 units, display reads 100 units. Performed multiple ¿load step¿ functions, no load/step failures duplicated. Force calibration check passes. Leak test shows leak at battery compartment crack. Removed pump case, force sensor pins seated and solder connections intact. No evidence of additional moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.